Event description:
It was reported that a patient presented in-clinic reporting diaphragmatic stimulation on the left ventricular (lv) lead. Examination of the patient confirmed that prior programming changes were unable to resolve the diaphragmatic stimulation. Additional corrective programming changes were made to the lv lead, and the patient will continue to be monitored to see if surgical intervention is required. The patient was stable throughout.

Manufacturer narrative:
Correction: b5: b5: should include inclusion of high capture thresholds noted on the left ventricular lead which was not included in the initial report. Correction h6: code of "2891 - capturing problem" should have been included, which was not included in the initial report.

Event description:
It was reported that a patient presented in-clinic reporting diaphragmatic stimulation on the left ventricular (lv) lead. Examination of the patient confirmed that prior programming changes were unable to resolve the diaphragmatic stimulation. High capture thresholds were also noted on the lv lead . Additional corrective programming changes were made to the lv lead, and the patient will continue to be monitored to see if surgical intervention is required. The patient was stable throughout.